Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners and battery tube threads.

Event description:
It was reported that the customer had keypad anomaly on the insulin pump. Customer stated that the buttons were not responding on the pump. Customer stated that the act button was giving her the most problems. Customer mentioned that she had a lot of lows in the 60's mg/dl range. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance required.